Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the new rf assure console gave a false positive detection during a procedure. The unit was swapped out to continue the scan. No patient injury occurred.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 .date of follow-up report: (B)(6) 2017 the rf assure console model 200ld-v was received for evaluation. The evaluation confirmed the reported issue of a false positive detection. The investigation isolated the failure to a ferrite on the accessory port assembly. The ferrite was removed to address the condition of the device. Corrective action has been implemented to prevent this issue through improvements to the design. No patient injuries have been reported with this issue.

Event description:
The customer reported that the new rf assure console gave a false positive detection during a procedure. The unit was swapped out to continue the scan. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.